Event description:
It was reported that when using the bd pyxis¿ anesthesia station es biometric identifier was failed and would not recognize the fingerprint. However, there were no delays to patient care and no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was failed and would not recognize the fingerprint. A field service engineer (fse) performed the hardware test application on the biometric identifier and rebooted the station. Customer successfully logged in using biometric identifier, and the issue of multiple flashing was no longer observed. The system functioned as intended after the field service engineer repaired the device.